Event description:
It was reported that 5 bd ultra-fine¿ short pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : consumer reported 5 pen needles that clogged during injection.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 bd ultra-fine¿ short pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : consumer reported 5 pen needles that clogged during injection.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.